Manufacturer narrative:
The cause for the discordant elevated advia centaur xpt high-sensitivity troponin I (tnih) result obtained on the patient is unknown. The customer's quality control results were acceptable at the time of the event, and there were no other discordant troponin patient results. While the exact root cause of the elevated initial sample result cannot be determined, siemens cannot rule out that it was caused by interference due to macrotroponin an immuno complex containing troponin fragments. This is a sample specific interferent. No product problem identified. "Patient samples the IFU states in the dilutions section: "patient samples with ctni levels </= 25,000 pg/ml (ng/l) should not be diluted." "Patient samples can be automatically diluted by the system. For automatic dilutions, ensure that advia centaur multi-diluent 11 is loaded and set the system parameters as follows: dilution point: 25,000 pg/ml (ng/l); dilution factor: 2, 5". There is no report of serious injury or death; there is no report of malfunction; there is no evidence of potential for serious injury or death due to the use error, where a patient sample with ctni levels </= 25,000 pg/ml (ng/l) was diluted by the customer. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The IFU states in the performance characteristics section: "there are conditions other than ami that are known to cause myocardial injury and elevated tni values." No further evaluation of the device is required.

Event description:
A customer observed a discordant elevated troponin I result using advia centaur xpt high-sensitivity troponin I (tnih) reagent lot 19331019. The result was reported to physician and questioned. Serial dilutions were performed on the sample which did not lower the result. The sample was then tested using (2) alternate methods. Results from both alternate methods were lower than the advia centaur xpt tnih results but elevated above the 99th% cutoff for each method. The customer treated the sample with polyethelene glycol (peg). Post peg precipitation, a concentration lower than the initial advia centaur xpt tnih result, but greater than the 99th% cutoff for the assay was obtained. A corrected report was issued to the physician. Patient treatment was not altered or prescribed based on the discordant elevated advia centaur xpt tnih results. There was no report of adverse health consequences due to the discordant elevated results.